Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. It was determined that the air flow sensor assembly required replacement. The customer replaced the air flow sensor assembly and the issue was resolved. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
It was reported that the unit failed air flow accuracy testing. When set to 0, the certifier shows 3. There was no patient involvement.